Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had a low vacuum and system failure alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1 (state: 10 & postal code: (B)(6) ). A getinge field service engineer (fse) observed that system is showing intermittently system failure and low vacuum alarm and found issue with drive manifold assembly. Fse replaced drive manifold assembly. Then checked the system with demo balloon and trainer it is working fine and ready to use. Unit returned and cleared for clinical use.

Event description:
N/a.